Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery and had critical pump error image displayed on the screen. Customer's blood glucose value was 205 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.